Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The product had caused the reported failure. Based on the evaluation, it was observed that the catheter was broken at the shaft, resulting in it splitting into two separate pieces. However, only distal part was return for evaluation. The cross-sectional cut of the catheter surface at the breakage area appeared jagged cut at the end of tear consistent with catheter breakage. The characteristics of the tearing suggest that the shaft may have been subjected to pressure exerted against the bladder and/or urethra (eg., user movement, tight clothing, catheter positioning, cut using sharp object), which could have contributed to the catheter's breakage. A potential root cause for this failure mode could be, user (patient) medicated, delirious, confused, or reckless. A review of the device labeling has been conducted for investigation purposed. The IFU is attached on the investigation overview element. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections made to tab(s) d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after use, there was presence of a sectioned bladder foley catheter in the bladder. The duration of its presence in the bladder was unknown and multiple changes of catheter on removal was done and the patient was initially hospitalized in intensive care. Cystoscopy performed, possible cystitis/urethritis, probable involvement in acute confusional state. Following this event, decided to report the incident to swissmedic. The material piece of probe was available for analysis and let them know if would like to collect it or arrange for the sample to be transported. (Lot #mykn1526). Per follow up information received via rcc on 02feb2026, stated that potential urethritis for several days of purulent fluid draining from the urethra, but which did not require any particular treatment. No diagnosis of cystitis was made.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after use, there was presence of a sectioned bladder foley catheter in the bladder. The duration of its presence in the bladder was unknown and multiple changes of catheter on removal was done and the patient was initially hospitalized in intensive care. Cystoscopy performed, possible cystitis/urethritis, probable involvement in acute confusional state. Following this event, decided to report the incident to (B)(4). The material piece of probe was available for analysis and let them know if would like to collect it or arrange for the sample to be transported. (Lot # mykn1526) and (lot # mykq6475).